Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets in matrix drawer 6 were rubbing heavily and were difficult to pull out. The field service engineer (fse) reviewed the condition and identified that the metal hood was bent, causing restricted movement. The fse informed the customer that removal of the top component would temporarily restore smooth operation and obtained approval to proceed. The fse advised coordination with the remediation team to replace the drawer with a new out-of-box unit, with a contingency to provide a replacement if required. The remediation team subsequently replaced the drawer, and the customer confirmed that the issue was resolved with no further field service action needed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer 6 was rubbing and difficult to pull out. A remote fix was performed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.